Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that stimulation used to stimulate both legs and now was only stimulating her back and stomach. The patient reported that she went to her healthcare provider (hcp) on the day prior to the report and the hcp told her to call the manufacturer. The patient synced with the patient programmer (pp) and the pp showed that stimulation was on. The patient reported that she could feel stimulation in the lower back and stomach. It was unknown if the patient had the ability to change the amplitude, groups and/or programs. The patient wanted to have reprogramming. It was noted that this change in stimulation was considered sudden. The patient reported that suddenly stimulation was not going down her legs and was only in the back and stomach. The patient reported that this had been happening for ¿about a week.¿ no further complications were reported.